Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the anatomy and/or other devices caused the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy/expose the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat the left femoral artery with no tortuosity, mild calcification. The 6x80 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started. It was observed that the stent was partially released despite the locking mechanism. The device was removed without deploying the stent and another absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.